Manufacturer narrative:
The meter was returned for evaluation. The investigation unit (iu) observed that the meter has a solid line appearing in the middle of the display. Iu observed that the location of the line on the display would distort the digit during the simulation test, therefore misinterpretation is possible. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens in the order of red, blue, green, and white with the solid line appearing in the middle of the screen. Upon powering the meter on, without holding power button, the solid line appears on all screens during performance testing. Iu observed that the meters serial number is below (B)(4). Meters below this serial number could have been damaged during the component manufacturing process causing a solid line to appear in the display. This issue has been investigated and process improvements in handling of the meter's display have been implemented at the supplier to reduce the occurrence of this defect.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported there is a thin, black line across the meter display and the measurement results are affected. The meter was requested for evaluation. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.